Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date (01/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured during a fistula-gram. It was further reported that the balloon detached from the catheter shaft upon removing the device from the patient. Reportedly, blood flow was impaired, the fistula was starting to clot, and the balloon migrated. The health care provider (hcp) used a stent through the groin to appose the detached segment against the vessel wall. The patient was reportedly stable post procedure.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record review was not required. Investigation summary: the device was returned for evaluation. The sample was noted to be bloody. Multiple kinks were noted throughout the inner guidewire lumen. However after review of the preliminary pictures, the kinks are determined to be incidental findings. The inner guidewire lumen was noted to be stretched and the glue bullet was noted to be pulled from its position. There was unraveled balloon material left over noted at the proximal glue joint. These incidents can be noted as a result of the reported device detachment from the event details. The balloon was noted to be detached and was not returned and the marker bands were noted to not to be in the original location. No further functional testing was performed due to the condition of the device. Therefore, the investigation is confirmed for the reported balloon detachment, as the balloon as noted to be detached from the catheter. The investigation is inconclusive for the reported balloon rupture, as the balloon was detached and not returned for evaluation. The definitive root cause for the reported balloon rupture and balloon detachment could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 01/2023),g3,g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured during a fistula-gram. It was further reported that the balloon detached from the catheter shaft upon removing the device from the patient. Reportedly, blood flow was impaired, the fistula was starting to clot, and the balloon migrated. The health care provider (hcp) used a stent through the groin to appose the detached segment against the vessel wall. The patient was reportedly stable post procedure.